Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an unspecified interventional procedure, using a 6f sheath. Reportedly, the clip did not deploy, the clip was stuck inside the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly in-training in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The clip not deploying and remaining in the device as reported can be influenced by, but is not limited to manufacturing, user technique and patient anatomical condition. During manufacturing all proglide devices are inspected and verified for proper loading of the clip onto the carrier tube and a sample of finished devices is taken from each lot and verified for ability to functionally deploy. The starclose se instructions for use states: while stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle. Support the clip delivery tube with the left hand and gently push the device down on top of the artery to seat the clip delivery tube on top of the access site. While maintaining downward pressure and device stability, depress the deployment button with the right thumb. The clip not deploying (misfires) and remaining in the device can be caused by not following the steps. There was no report of any abnormal user technique. The complaint information did not report that the patient had any of the conditions listed under special patient populations the starclose instructions for use. Based on the reported information and the inspection criteria, a definitive cause for the reported failure of the clip to deploy could not be determined. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. There does not appear to be any indication of a product quality problem.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.